Manufacturer narrative:
The reported event of a set screw issue was confirmed. The set screw of the ventricular chamber was found with procedure related damage.

Event description:
During implant procedure, the indication set screw wrench would not engage with the set screw. A new wrench was selected, however it was difficult to tighten and unable to be loosened. The device was replaced and a new device was successfully implanted. The patient was stable.